Event description:
It was reported that the lead was not used due to "small silicone projection beyond lead tip". Another lead was used. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was opened, but not used due to "small silicone projection beyond lead tip". Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. Corrected: date device manufactured, operator code, implant/explant dates.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.